Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery . The customer's blood glucose reading was unknown at the time of incident and was 130mg/dl at the time of the call. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. Customer also indicated that they are unable to get back to the main menu of the pump. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer indicated that they do not have additional supplies. The product will not be returned for analysis.